Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their ins wasn't working anymore, and the issue started a little less than 2 years ago. Patient stated that there was no electronic shock coming from their ins anymore and that they had already talked with their healthcare provider (hcp) and they were redirected to [manufacturer]. Agent offered to walk patient through connecting to their ins, but patient declined and insisted that they're already well-versed on how to use their equipment and that the machine just stopped working. Patient services redirected patient back to their hcp and provided technical services phone number.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the issue was caused by normal battery depletion and removal or replacement is planned for (B)(6) 2025.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp clarified that by the patient noting that there was "no electronic shock anymore" that the patient was "referring to normal stimulation sensation." When asked to clarify the statement of the device not working, the hcp responded noting "device malfunction - rechargeable model." The hcp noted that the cause of the device not working was unknown but noted the likely cause as being "rep believes device to be at eos." When asked the steps taken/will be taken, the hcp reported "patient scheduled for visit to discuss replacement of system with a non-rechargeable one." The issue has not yet been resolved.